Event description:
Oxy was noted to have an increase in delta p from 20's to 80's with subsequent drop in systemic flows from mid 3's to mid 2's with increased rpm's (revolutions per minute) flows were responsive. There was visible debris on oxy inlet, nothing noted in outlet. Decision made to change oxy. While perfusion team was priming oxy, I checked manual in/out pressures with a dome/transducer, confirmed #'s on the led reading oxy (nautilus smart) was changed at 10am with no complications. Device saved and to be returned to vendor for examination.